Event description:
Evaluation revealed a misaligned display screen and dislodged force sensor pins.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed a misaligned display screen and dislodged force sensor pins. Review of the pump history reveals "no prime" alarms associated with zero force. The pump dispensed the fluid from the cartridge during the load step performed during evaluation.